Event description:
It was reported, the expected residual volume (erv) was 3.4ml, but the actual residual volume (arv) was 1.2ml. It was noted this was the second refill they noticed this. It was noted, the prior erv was 2.5ml and the arv was .5ml. It was stated that overinfusion was suspected since the patient was ¿slightly overdose symptomatic,¿ but their spasms were well managed. The patient status was noted as alive with no injury. The pump was used to deliver lioresal. Additional information reported symptoms the patient had were diarrhea and feeling lethargic. It was stated the dose was reduced by 10% and the patient was doing well with no complaint. It was noted they would be monitored at the next refill date.

Manufacturer narrative:
(B)(4).